Event description:
The hosp reported that during the saphenous vein harvesting procedure, the outer balloon popped on the short port. The procedure was completed using the same device. No pt complications were reported.